Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an off no power without low battery indicator from the insulin pump. The customer's blood glucose reading was 6.1 mmol/l. The customer stated that the power shut off and the alarms started to ring. The customer had 2 bars before they went to bed last night. The customer stated that the type of battery in use is energizer aaa alkaline battery. The customer did not receive a low battery alert prior to the off no power alert. The customer stated that the battery cap is not loose, cracked or damaged. The customer was advised to insert new energizer aaa alkaline battery. The customer was advised to monitor the pump.